Manufacturer narrative:
The customer contact reported that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the tubing is stuck together; subsequently, the tubing set is unable to prime. The tubing set was to be used to deliver an unspecified medication. At an unspecified time prior to pt use, the customer contact reported that after the tubing set was removed from the packaging, the cair clamp of the tubing set was stuck in place on the tubing and the nurse was unable to move the cair pump up or down the tubing of the tubing set. It was reported that after the cair clamp was able to be moved on the tubing, the tubing was stuck together where the cair clamp was located. The customer contact reported that the tubing set was unable to be primed due to the tubing being stuck together. The tubing set was replaced and the therapy was initiated. Thought requested, no add'l info was provided.